Event description:
It was reported that the patient faced adhesive issue on (B)(6) 2026 as the infusion set dropped on second day from abdomen after swimming in the pool and having shower.

Manufacturer narrative:
E1 : establishment name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Country: united states of america. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.